Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - any photos available for visual analysis? Yes - was there any damage or loss reported by the patient or user? ## no. - was there a significant delay? ## no. A manufacturing record evaluation was performed for the finished device batch 1041zq, sxmp1b119-13 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mini-abdominoplasty procedure on unknown date and barbed suture was used. When the doctor opened the envelope containing the barbed surgical suture, he found that it was completely perforated. The incident occurred during a mini-abdominoplasty procedure. There was no delay to the procedure. A new envelope was opened to continue the procedure. No adverse patient consequences were reported. Additional information was requested.